Event description:
Attention - this message is to be seen by females only due to its content. I purchased always ultra thin menstrual pads on (B)(6) 2022 at cvs pharmacy located at (B)(6). The package was in very good condition and unopened and when I opened them they all had a bad odor one by one. I did use them and when mixed with body fluids during the menstrual days they released even the worst odor it can be out there, to the point that made me nauseated and to throw up. These are not absorbent at all by the way and they feel as if I had put a plastic bag against my skin and irritated my skin too. Please intervene and get them inspected. The same brand always in europe makes much better products and prints the production and the expiration dates on their packages, unfortunately they seldomly sell their european pads here. Why in USA we are getting these kind of unacceptable quality products in our markets?! Please double check each and every product before they reach on the consumers' hands. I did report this to csps(consumer product safety commission), but they said to take my complaint to medwatch FDA. Please do what is needed to be done. Thank you.